Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Customer stated that they observed time clock for one minute and it advanced. The insulin pump will be returned for analysis.